Manufacturer narrative:
Catalog number: pcb0000210. The intraocular lens (iol) was returned to the manufacturing site for inspection which revealed that a piece of haptic was observed inside the cartridge tip. The preloaded insertion system was found with a pushrod completely screwed through the cartridge. The functional test was not performed since the preloaded system is a single-use medical device and was already used. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported by the territory manager that during implantation of the intraocular lens (iol) the trailing haptic refused to unfold. No patient data, nor the date of event, implant/explant dates or other details were provided.

Manufacturer narrative:
(B)(4). It was reported by the territory manager, that during implantation of the intraocular lens (iol) the trailing haptic refused to unfold and the iol had to be removed. It was unclear from the initial report if the removal of the iol was performed in a secondary procedure or during the initial procedure. (B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The device was returned to amo. Visual examination of the device found that the intraocular lens (iol) was stuck at the distal tip. The nut was in the locked position with not detent deformation. The most probable cause of the failure is the one minute dwell time in the forward locked position was likely exceeded. Instructions for use indicate the device should not be left in this position for longer than one minute. Manufacturing records were reviewed. All process operations presented in the manufacturing record were in compliance. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer claim was generated. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Telephone number: (B)(6). All pertinent information available to abbott medical optics has been submitted. Placeholder.